Manufacturer narrative:
The bench repair technician (brt) evaluated the device at bench and determined that the device's capacitance value is low and defective due to malfunction of capacitance assy, processor assy, cbl ui to processor mix and a software issue. The capacitance assy, processor assy, cbl ui to processor mix was replaced and software version was updated to 2.00.33 and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Event date updated to 09/24/2024.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the capacitor is defective. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Institution phone number: (B)(6). Reporter phone number: (B)(6).